Manufacturer narrative:
The customer noted that abnormally high control values occurred since testing the patient samples. The field service engineer determined that there may have been insufficient rinsing after cleaning a system reagent line during the previous service visit. The inside of the sipper system suddenly became blocked, causing a signal drop in several tests. The system reagent line was rinsed with water. The sipper probe, tubing, and cell were rinsed with water. Dispensing checks were performed and there were no problems. Controls were tested and were acceptable. Precision studies were performed and recovery was good. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient tested with the elecsys anti-tshr immunoassay and three additional patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. The issue occurred after a field service engineer inspected the analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an anti-tshr value of 25.1 iu/l, which repeated as 1.59 iu/l. The second sample initially resulted in a ft3 value of 16.3 pg/ml, which repeated as 3.1 pg/ml. The third sample initially resulted in a ft3 value of 14.3 pg/ml, which repeated as 2.1 pg/ml. The fourth sample initially resulted in a ft3 value of 12.4 pg/ml, which repeated as 2.2 pg/ml. The anti-tshr and ft3 reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.